Manufacturer narrative:
Summary of evaluation: the cause of the damage to the locking tab is unk. Upon returning the snap tab to its original position, there was no difficulty in assembly.

Event description:
Reporter stated, the tibial insert and baseplate would not mate properly. There was no adverse consequence for the pt or delay in surgery or anesthesia time.